Event description:
It was reported that the x3 unit displayed a speaker malfunction error and no sounds were coming from the device on bootup. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and confirmed the issue; the unit speaker did not work. The brt determined that the speaker assembly and main board required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker and main board. The device was operational after replacing the speaker and main board, and the device was returned to the customer.